Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that all keypad button presses did not activate desired pump functions. There was evidence of keypad contamination found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are ((B)(4), 2008/12). (B)(6).

Event description:
A family member reported that the up and down arrow buttons required multiple presses to activate a response.